Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 700 mg/dl. It was stated that the insulin pump was shooting out insulin during the manual prime prior to the hospitalization. The customer connected to the insulin pump anyway and then experienced high blood glucose levels. Nothing further was reported.